Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed that the right atrial (ra) lead exhibited noise over-sensing which resulted in inappropriate mode switches. The inappropriate mode switches subsequently led to higher ventricular rate (hvr) pacing. The ra lead was explanted and replaced. The patient remained in a stable condition throughout the procedure.